Manufacturer narrative:
One disposable pressure transducer was received by our product evaluation laboratory for a full examination. Customer report of "paper band stuck with the tyvek pouch" was confirmed. As received, tyvek pouch was open. A void in the seal area was visible. Void in the seal area appeared to be aligned with paper band shape. Paper band might have been stuck at the seal area of the pouch. Product sterility had been compromised. Engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this disposable pressure transducer had the paper band stuck with the tyvek pouch. The cathlab team were concerning about contamination. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation result, void in the seal area appeared to be aligned with paper band shape. Product sterility had been compromised.

Manufacturer narrative:
Added information to section h5 (labelled for single use) updated section h6 (component code, device code, type of investigation, investigation findings and investigation conclusions) the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, there are manufacturing controls to avoid potential causes related to the reported malfunction. However, it was determined that the root cause is associated to the manufacturing process. The manufacturing personnel was notified to avoid the occurrence of similar events. In addition, product risk assessment was initiated.